Event description:
The customer reported that prior to a laparoscopic cholecystectomy procedure, the image was not displayed on the monitor, and the screen of the touch panel was black. The intended procedure was completed using another device. There was no report of patient or user injury due to the event.

Manufacturer narrative:
The subject device has not been returned to an olympus service center for evaluation to-date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event of no image was unable to be duplicated. Based on the results of the investigation, and since this device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The front panel display was found to not go beyond the olympus logo after start-up, which was due to a faulty printed circuit board. Dust was found inside the unit, a cable was found to be deformed, a scratch on the top cover was noted, a minor scratch on the rear panel, and a scratch on the front panel were also found; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The specific root cause of the faulty printed circuit board failure could not be determined at this time. Olympus will continue to monitor field performance for this device.